Manufacturer narrative:
Device was not explanted. Investigation could not be completed, no conclusion can be drawn. No product is being returned for investigation. Device history record review cannot be completed without a part and lot number.

Event description:
The hospital reported: during a tfn procedure, the helical blade would not go through the nail. The surgeon modified the implant by cutting a small piece from the tip of the blade with bolt cutters. The surgeon completed the procedure with no effect to the pt.